Manufacturer narrative:
Follow-up #1 date of submission 06/13/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2016 with the following findings: during testing, no evidence of moisture was observed in the battery compartment. A leak test was performed; the pump failed at the battery compartment. The battery compartment was observed to be cracked. The pump cover was opened and no internal moisture was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was damaged. There was allegedly moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.